Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. The device was not returned, and no photos were provided so an evaluation is unable to be performed. This event likely cannot be attributed to manufacturing or design related issues. The complaint is unrefuted for tihawk shell lord 25mm tih11 ster for the failure of fracture. The failure is believed to be attributed to improper sizing of the implant because a review of stm 00018 (f) flarehawk9, tihawk9, and tihawk11 surgical technique manual includes the following direction: "it is advisable that the surgeon not deliberately select an implant that is oversized relative to the disc space. If an implant height larger than appropriate for the disc space is used, increased resistance may be encountered when expanding and locking the implant which could result in failure to lock and/or implant fracture". This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that that a flarehawk11 lordotic shell 25mm fractured in two upon insertion. The shell was removed and a new one was used. There was no patient impact; however, there was an approximate five minute delay to replace it.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that that a flarehawk11 lordotic shell 25 mm fractured in two upon insertion. The shell was removed and a new one was used. There was no patient impact; however, there was an approximate five-minute delay to replace it.